Event description:
It was reported that the implantable cardiac monitor (icm) was not able to establish a telemetry session. The patient went into the clinic and the sales representative tried to interrogate the icm using different programmers and a remote monitor; however, no telemetry could be established. The patient denied any medical procedures, falls or accidents that may have caused damage to the device. The icm was explanted and will be returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the remote monitor had not been sending remote transmissions. The patient was sent a second monitor, and the issue continued. The patient brought the monitor to the clinic and the sales representative tried to interrogate the implantable cardiac monitor (icm) using different programmers and the new monitor; however, no telemetry could be established. The lights continued to flash orange. The patient denied any medical procedures, falls or accidents that may have caused damage to the device. The icm was explanted. The monitors will be returned. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned. It was also further reported the implantable cardiac monitor was returned.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an electrical discontinuity/open in the battery. The no telemetry condition was the result of a depleted power source. The root cause for the depleted power source is poor collector to pin spot weld location causing a shorted condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).